Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing were performed with no issues noted. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set leaked from the tip of the tubing. The transfer set was in use at the time the leak was observed and has been in use for three months. There was no patient injury or medical intervention reported. No additional information is available.